Event description:
It was reported that the patient experienced the usual hip pain that was sharper and new groin pain. The patient also experienced increased spasticity secondary to fluctuating over and under medication distribution. Device interrogation on (B)(6) 2013 was normal and a catheter access port contrast study was within normal limits. The event was not related to the implant procedure. The severity was ¿moderate¿ and the outcome was reported as an ¿ongoing event¿. The device system was used to deliver compounded baclofen and fentanyl. It was later reported that the pump was replaced on (B)(6) 2013. The patient outcome was ¿resolved without sequelae¿ on (B)(6) 2013.

Manufacturer narrative:
Final pump analysis revealed no anomaly found. Pump memory logs were gathered and no anomalies were noted. Dispense and infusion accuracy testing done and pump passed testing. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j0058206r, implanted: (B)(6) 2001, product type catheter; product ID 8598, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient experienced increased spasticity. The etiology was noted as pre-existing condition, worsening or exacerbation. The event was related to the device/therapy and not related to the implant procedure.